Event description:
It was reported that prior to a breast biopsy procedure, a dry test was performed into the air and the needle disconnected from the biopsy instrument, landing some distance away from the device. There was no patient involvement and there was no reported patient or user injury.

Manufacturer narrative:
The lot number for the device was provided. A review of the device history records was performed and it was confirmed that the lot met all release criteria. This is the only complaint reported to date for this lot number for this failure mode. The device has been returned and the investigation is currently underway.